Event description:
A home patient contacted baxter's technical service center regarding a patient line disconnection. Reportedly, the patient line became disconnected during drain 1 of 4, and the patient reconnected. Baxter's technical service center assisted patient in ending the therapy early. The home patient contacted the dialysis center nurse and the transfer set was replaced. No patient injury or medical intervention was reported per the home patient.